Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Event description:
A journal article received entitled: mid-term outcomes after intramedullary fixation of peritrochanteric femoral fractures using the new proximal femoral nail antirotation (pfna); yake liu, ran tao, fan liu, youhua wang, zhenyu zhou, yi cao, hong wang; injury, int. J. Care injured 41 (2010) 810¿817; reported: a retrospective clinical review of 143 cases of peritrochanteric femoral fractures treated with the pfna. There were 70 men and 73 women. As many as 75 injuries involved the left side, and 68 involved the right side. The mean age of the patients was 67 years (range, 20¿93 years). There were cases of operative difficulties that included issues with reduction, nail insertion, pfna blade insertion, distal locking, end cap insertion, and difficulty to maintain reduction; it is uncertain whether these issues are related to any adverse events reported. This complaint regards 3 patients, gender and age is unknown, who experienced urinary infections post-operatively. It is unknown whether hardware used is a synthes device. This report is 3 of 3 for an unknown screw for complaint (B)(4).